Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed but not replicated the reported complaint. Failure analysis found the primary failure of failed initialization to be related to the reported complaint. Based on log review of remotefe and dsp log, the instrument was found have 1 homing failure. However, the initialization failure was not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument passed cut and energy delivery tests. Failure analysis found the secondary failure of dislodged blade to be related to the reported complaint. Based on the log review, the instrument had 1 blade jammed failure. However, no dislodged blade was observed during in-house testing. The instrument was placed and driven on an in-house system and passed initialization. The instrument passed cut and energy delivery tests. No conductor wire damage or snake wrist damage was found. There was some bio debris found at the instrument tip. The knife slot measurement was 0.027". Additional observations not reported by site: the instrument was found to have a piece of the grip tip broken. The broken piece was not returned with the instrument and measured approximately 0.029" x 0.068". Visual inspection was performed, and the instrument was found to have t dislodged jaw ceramic dots. The dislodged ceramic dots were not returned with the instrument. The root cause of these failure is typically attributed the misuse/mishandling.

Event description:
This is a discrepant RMA. There was no report of patient harm, injury or adverse outcome due to the alleged product issue. There is no indication that the issue described by the customer would reflect a reportable failure of the product. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: it was stated that there was no information on the instrument. She was going to follow up after she came back from vacation, but when she returned, the instrument was gone (already sent back to us). Unfortunately she doesn't have any information when the instrument was last used or the issue. She did state she doesn't believe any fragments fell into the patent, there was no patient injury, and the procedure was completed as planned. If any of those things happened, they know to leave her detail information so she can make a report of the issue.